Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an open reduction and internal fixation (orif) revision surgery occurred on (B)(6) 2017 due to a broken 2.7/3.5mm variable angle locking compression plate (va lcp) medial distal tibia plate. It was noted the patient was non-compliant and walked on the plate prior to approval. The initial surgery was conducted on (B)(6) 2017. Patient was implanted with new hardware, unknown what kind of devices. Procedure was completed successfully. Patient outcome is unknown. It is unknown if there was any delay in surgery. This report is for one (1) 2.7/3.5mm va lcp medial distal tibia plate. This is report 1 of 1 for (B)(4).